Event description:
Lead was removed from svc due to "exit block and high thresholds." An invasive procedure was performed to cap this lead because the threshold measurements were greater than four. The lead was replaced. Implanted on 8/9/96. Out of svc on 8/21/96. Implant days are 12.